Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they are having difficulty getting a connection between the recharger and the stimulator. Every time they press the buttons to get it started it gives them a little beep and then clicks three times. The last few days it has taken a lot longer than normal to charge the implanted neurostimulator. Last night they charged from 40 to 50 but it took a long time and they stopped. It doesn't seem like there is a whole lot of charge going to the recharger box. It is not showing a charge level on the top row of the screen. It has been plugged in since last night. They tried rotating the antenna dial and didn't resolve issue. They tried to do a hard reset on recharger and didn't resolve either. On the call had caller unplug the desktop charger and check for damage. The connector pin was bent. Also looked in the port and there was only three pins. One pin was missing. The issue was not resolved through troubleshooting. A message was sent to the repair department to replace the recharger and dtc/ac power supply.

Event description:
Additional info received from the patient that the patient needs the replacement recharging equipment because their therapy has turned off as a result of them being unable to charge the ins, and the patient was "having reactions from it." Reviewed it is held up due to weather. When the caller tried to start a charging session they saw the reposition antenna screen. Caller was able to communicate w/ the implant using the programmer which showed the implant battery was low. Reviewed how to reset the insr - caller was still seeing the reposition antenna screen. Reopened and reassigned case to email reps. Recommended caller follow up w/ managing hcp. Caller wanted to do troubleshooting to see if they could get the damaged equipment to charge the implant. Caller had recharger plugged in. They were getting the recharger charging session screen. The battery to the recharger was barely filled in and it was showing the plug. When they press the start charge, they get the reposition antenna screen with the circle and the I. Agent said they didn't think we could solve the problem until they got the replacement parts because they have a bent connector pin and a missing pin inside the port of recharger. While trouble shooting the rep called them. Caller said they were going to continue talking to the rep. Patient has an appointment with doctor on (B)(6) 2026.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the wireless recharger 37761 (serial #:(B)(6) revealed that they scrapped due to frayed and damaged cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.